Manufacturer narrative:
Troubleshooting this device with the customer identified that the cause of the event was related to failure to maintain the AED per the manufacture's recommendations, specifically; the battery associated with this event was not replaced after expiring on (B)(6) 2012.

Event description:
A fire department reported that during a rescue attempt, the AED advised a shock but did not deliver it; instead prompted the user to replace battery pack now. The battery pack used in this rescue attempt (s/n: (B)(4)) expired on (B)(6) 2012.